Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump history was inaccurate and indicated a data log corruption. There was no impact to customer's blood glucose level. It was indicated that the current pump and/or manual injections would be used for diabetes management.

Manufacturer narrative:
(B)(4).